Event description:
Report provided by the end user states that they have experienced 1 fluid filled blister at the proximal end of the skin barrier and 4 at the distal end near the groin area. All fluid filled blistered areas are under the tan tape collar of the skin barrier with a tan tape collar. The end user has been changing the skin barrier 3-4 times per day due to diarrhea. No itching noted from these areas but they are painful. The end user has been leaving the wafer off to leave the blistered areas open to air. The end user cleanses the peristomal skin with baby wipes and alcohol. The end user was instructed on crusting with ostomy powder and skin protective barrier wipes or water. Instructed on cleansing the peristomal skin with water and mild soap; one without lotions; moisturizers or creams. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.